Event description:
The customer alleged they received questionable ion selective electrode (ise) sodium and potassium results on their modular core analyzer. The customer provided data for 12 patients, of which 7 had discrepant results that were reported outside the laboratory. The customer stated the patients had samples tested on (B)(6) 2012 that were delta checking against the results from (B)(6) 2012. The samples from (B)(6) 2012 were repeated on a cobas 6000 analyzer and they matched the results from the modular core. The customer then pulled the samples that were tested on (B)(6) 2012 on the modular core and repeated them on the cobas 6000 analyzer and the cobas 6000 results were higher. The customer changed the pinch valve tubing and the sodium, potassium, and chloride electrodes on both ise units. The customer stated that while changing the electrodes in the s2 unit, there was excess liquid between the potassium and chloride electrodes. The customer was then seeing bubbles in the sipper syringe and was unsure if they were present prior to changing the electrodes. The first patient had an initial potassium result of 4.2 mmol/l. On (B)(6) 2012, the repeat result was 5.1 mmol/l and it was issued as a corrected report. The second patient, a male born on (B)(6), had an initial potassium result of 3.9 mmol/l. On (B)(6) 2012, the repeat result was 4.4 mmol/l. The third patient, a male born on (B)(6), had an initial potassium result of 3.8 mmol/l. On (B)(6) 2012, the repeat result was 4.3 mmol/l and it was issued as a corrected report. The fourth patient, a female born on (B)(6), had an initial potassium result of 3.6 mmol/l. On (B)(6) 2012, the repeat result was 4.1 mmol/l. The fifth patient, a female born on (B)(6), had an initial sodium result of 133 mmol/l. On (B)(6) 2012, the repeat result was 139 mmol/l. The sixth patient, a female born on (B)(6), had an initial potassium result of 4.4 mmol/l. On (B)(6) 2012, the repeat result was 5.0 mmol/l. The seventh patient, a male born on (B)(6), had an initial potassium result of 4.2 mmol/l. On (B)(6) 2012, the repeat result was 4.7 mmol/l. The customer considered the repeat results to be correct. There were no adverse events. The sodium and potassium electrode lot numbers and expiration dates were not provided. The field service representative could not find the cause. He noticed that the customer was running roche and biorad controls at different times of the day. Initially, the operator calibrated and ran roche controls, both of which were acceptable, but low. The controls were in range but close to the 3 standard deviation mark. This calibration and control produced the initial results. Later, the next operator calibrated the ises and ran biorad controls which were in range and on the mean. They then repeated the samples and found the higher results.

Manufacturer narrative:
The problem was solved by recalibrating with new calibrators. No adverse events were reported.